Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two pipelines failed to open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the para ophthalmic segment of the right internal carotid artery. The max diameter was 5mm, and the neck diameter was 3mm. The patient's vessel tortuosity was moderate. The landing zone was 4.3mm distal and 4.5mm proximal. Dual antiplatelet treatment was administered, and the pru level was 65. It was reported that the doctor obtained access into the right carotid artery with a benchmark guide catheter. They then accessed the right middle cerebral artery (mca) with the phenom 027 microcatheter in preparation for pipeline deployment. The device was advance to the distal end of the microcatheter, and they pulled the phenom back into the distal internal carotid. The doctor began deploying the device. And during deployment the distal end of the pipeline opened about 25-30 percent. They continued deploying the device and the middle portion of the pipeline opened and fully apposed the vessel wall. They had hoped the distal end would open fully as they continued with device deployment. This did not occur, so the device was re-sheathed. Another attempt was made to deploy the device and again the distal end of the device would partially open about 25-30 percent of its nominal diameter. One more attempt was made with the same result. The distal end of the device would not fully open. This device was then removed and another pipeline was used. During attempted deployment the same issue was present with the second device. The distal end of the device would not fully open despite multiple attempts and re-sheathing. This device was also removed and not implanted in the patient. A third device was then opened, prepped, and successfully implanted in the patient. The third device did not have any of the previous issues. The device opened and fully apposed the vessel wall. There was a good angiographic result post deployment. The patient woke up post procedure and was doing fine. There was no apparent injury to the patient from this procedure. The pipeline had been positioned in a bend, and more than 50% had been deployed when it failed to open. The pipeline had been resheathed more than 2 times, and no additional steps were taken to open the device. The devices were opened and prepared according to the instructions for use (IFU). Ancillary devices include a benchmark 071 sheath, sofia 5f guide catheter, phenom 27 microcatheter, and a synchro 2 014 guidewire.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex shield was returned within the outer carton; inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened and frayed. No bend found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the pipeline flex shield was not confirmed to have failure to open at the distal end as the distal and proximal ends of the braid were fully opened and frayed. The damage to the ends of the braid is likely the results of the physician re-sheathing the device more than recommended two times. Possible causes of failure to open include damaged braid and patient tortuous anatomy. There was no non-conformance to specifications identified that led to the failure to open issue. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex shield shield embolization device has successfully expanded, deploy the remainder of pipeline flex shield embolization device by pushing the delivery wire and/or unsheathing the pipeline flex shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex shield embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex shield embolization device. Re-sheathing the pipeline flex shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that two devices failed to open during the procedure. The max diameter was 5mm, and the neck diameter was 3mm. The patient's vessel tortuosity was moderate. Right internal carotid paraopthalmic saccular aneurysm, 4mm x 4mm. The vessel tortuosity was moderate.